Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the buttons were slow to respond. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with operating currents within specifications. The insulin pump passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump failed leak test. The insulin pump leaked at the edges of the keypad overlay. The insulin pump received with intermittent buttons, problem isolated to keypad assembly. The insulin pump received with connector atpcba1 properly connected. No damage or moisture damage on keypad assembly noted. Hardware low levels alarmed during self-test and confirmed in insulin pump history, problem isolated to u1 at keypad assembly. The insulin pump received with cracked keypad overlay at select button. The insulin pump received with minor scratched display window, case and keypad overlay.